Event description:
On 11/22/2022, it was reported by a sales representative via email that a suturetape #2 and suturetape #5 from an ar-8862ds pars suturetape implant system, ruptured at the knot site while attempting to tie them by hand. In order to remove the broken sutures, surgeon opened the incision larger. This was discovered during an achilles tendon repair procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.